Event description:
It was reported that a patient sustained an unstageable pressure injury while on a stryker surface. Attempts are being made to gather additional details from the user facility.

Event description:
It was reported that a patient sustained an unstageable pressure injury while on a stryker surface.

Event description:
It was reported that a patient sustained an unstageable pressure injury while on a stryker surface.

Manufacturer narrative:
The surface was returned to our facility for a visual and functional inspection. It was found that a patient received a hapi (unstageable) and this was not due to any component level defect of the product. A quality failure investigator performed a gel compression set test as outlined in the operations/maintenance manual and found the gel to be within specification. There are many factors that contribute to pressure ulcer development including heat, moisture, pressure braden scale ratings, patient mobility, nursing monitoring, and rotation schedules. Based on the information provided there was no defect or malfunction with the surface that would have caused or contributed to the pressure injury.